Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-00749. It was reported that a loss of aspiration occurred due to an error message. An angiojet® solent¿ dista catheter was selected for a lower extremity thrombectomy procedure. During the procedure, while in thrombectomy mode, the catheter leaked saline all over from the pump set. There was a constant saline error and the device would not run. They could not continue aspiration. It was noted that the pin from the pump went through the rubber diaphragm; the rubber diaphragm around the pump was broken and leaking. An angiojet® solent¿ omni catheter was selected and the same issue occurred. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status was fine.